Event description:
During right knee arthroscopy, shave and debridement, a sliver of metal came off the 3.5 full radius shaver being used. The area was being irrigated and aspirated throughout the procedure with lr and it was felt that the sliver was suctioned out. X-rays were taken and no metal remnants were seen.